Event description:
10/31/2000 baxter europe received a report from an international customer, that 21 minutes into an aphersis procedure, during the third return cycle, a donor developed what was described only as an allergic reaction all over their body. To date, the reporting customer has not provided actual physical details. The report also stated that the procedure was stopped and the donor was taken care of with, again, no details as to treatment being provided. The reporter stated that the donor is in good condition today and being tested for allergies. This was this donor's second apheresis donation and first on this baxter blood separator system. The donor has been deferred from future apheresis donations pending the outcome of the allergy tests.